Event description:
It was reported that pump declared cartridge change error and customer declined further assistance. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.